Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjo hospital equipment (B)(4) of (B)(4) on behalf of the importer arjohuntleigh inc (B)(4). A complete investigation was performed by the MFR, including a review of the trend of similar problems and sequence of events. There was a trend of more than 1 similar adverse event in average by year. (B)(4). Concerning the device, there was no relevant technical bulletins or field actions. Since no malfunction was reported, no product return or simulation was deemed necessary. From the sequence of the events, the resident was transferred from a bed to another bed with the floor lift. After the transfer, the resident complained and it was determined she may have sustained an injury. The nurse cannot confirm the resident was hurting during pain pump. No malfunction or failure occurred during the transfer with the floor lift. As per the instructions for use (IFU) of the maximove: safety instructions: warning: before lifting a patient, a clinical assessment of the patient's condition and suitability to be lifted should be carried out by a qualified person. (04.km.00 issue 3gb, p.5). This assessment is needed since it is known that a resident's condition may not be suitable for a transfer with a passive patient lift, or that certain precautions may need to be taken to prevent harm to the resident. It is unknown if such an assessment was performed. Therefore, the MFR can only establish that the preexisting condition of the resident is most likely the main contributing factor for the outcome of the incident, based on the info that the injury occurred at the hip and the resident had preexisting injury and a medical implant at this area. The device did not fail to meet its specifications, was in use for treatment at the time of the event. It has been suggested to inform the facility that arjohuntleigh can provide assistance to health professionals in establishing adequate transfer methods based on patient condition.